Manufacturer narrative:
Add'l info was requested, however, returned document did not include this info. Manufacture date cannot be determined without lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned, and no lot number was provided. Device recall has been initiated.

Event description:
Synex ii implanted in the expanded state reportedly collapsed. Surgeon has no plans to remove the device, but may add supplemental fixation.